Manufacturer narrative:
The risk of losing light is considered as acceptable and there are safety and alternative measures available. Furthermore, the investigation showed no sign for any systematic failure in firmware, software, hardware aspect. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design or labeling. Following the risk-based approach, no corrective action is required descriptions of changes: field g6: updated to "follow-up, and "1" field h2: entered "device evaluation" field h3: updated device evaluated by manufacturer? To "yes". Field h6: updated type of investigation to "10". Updated investigation findings code to "213". Updated investigation conclusions code to "4310" and "67". Field h10: added additional manufacturer narrative and descriptions of changes.

Event description:
A healthcare professional (hcp) reported that during a cataract surgery, the light of opmi lumera 700 suddenly went out. After rebooting the microscope the light went out again after about 4 minutes. The customer decided to changed to a backup microscope to complete the surgery. The hcp further informed that the light failure led to a detachment of the descemet membrane (dmd) and the patient had to be treated with additional surgeries.